Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the rotor mc failed to home. Reboot resolved the issue and the system was used successfully. The system passed system inspection, imaging modalities and mechanical tests. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced in the system.

Event description:
Medtronic received information regarding an imaging device being used for a cervical spine procedure. It was reported that the system showed an initializing collimator error. The image acquisition system (ias) was also in standalone mode when brought over the patient. The system was restarted and the issues were resolved. There was no patient impact reported and a delay to surgery of less than one hour.